Manufacturer narrative:
Investigation: the run data file (rdf) was analyzed for this event. A conclusive root cause for the higher than expected wbc content in the platelet product reported for this procedure cannot be confirmed through run data file analysis. Alerts that could contribute to wbc contamination of the platelet product, such as¿centrifuge pressure high¿ or ¿rbc spillover¿, were not generated in this run data file. There were no events (alerts, adjustments, changes in pump speed, substate changes, etc.) During the procedure that could have caused wbcs to escape from the lrs chamber. It is possible that this leukoreduction failure is donor related. As the rbc detector cannot count the cells passing by, in order to generate a ¿potential wbc contamination detected¿ message, the rbc detector signals must see a significant change in the reflectance values. In this case, rbc detector reflectance signals did not indicate that wbcs were escaping the lrs chamber. Therefore, the run data file reported that the platelet product could be labeled as leukoreduced. It is also possible, though not conclusive that this leukoreduction failure may be donor related. A potential reason for this donor related leukoreduction failure may be, but is not limited to, a high wbc count. Investigation is in process. A follow-up report will be provided.

Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product. There was not a transfusion recipient or patient involved at the time of the residual white blood cell (rwbc) testing, therefore no patient information is reasonably known at the time of the event. Donor unit #: (B)(6) wbc count is not available at this time. The platelet collection set is not available for return because it was discarded by the customer.

Manufacturer narrative:
This report is being filed to provide additional information in b.6, h.6 and h.10. Investigation: the device history records (DHR) were reviewed for this lot. There were no events noted in the DHR that would have contributed to the elevated wbc count experienced by the customer. Root cause: a conclusive root cause for the higher than expected wbc content in the platelet product reported for this procedure cannot be confirmed through run data file analysis. Alerts that could contribute to wbc contamination of the platelet product, such as ¿centrifuge pressure high¿ or ¿rbc spillover¿, were not generated in this run data file. There were no events (alerts, adjustments, changes in pump speed, substate changes, etc.) During the procedure that could have caused wbcs to escape from the lrs chamber. It is possible that this leukoreduction failure is donor related. As the rbc detector cannot count the cells passing by, in order to generate a ¿potential wbc contamination detected¿ message, the rbc detector signals must see a significant change in the reflectance values. In this case, rbc detector reflectance signals did not indicate that wbcs were escaping the lrs chamber. Therefore, the run data file reported that the platelet product could be labeled as leukoreduced. It is also possible, though not conclusive that this leukoreduction failure may be donor related. A potential reason for this donor related leukoreduction failure may be, but is not limited to, a high wbc count.

Manufacturer narrative:
This report is being filed to provide corrected information in e.1 and e.3 and additional information in b.6. Investigation is in process. A follow-up report will be provided.